Event description:
A report was received that the patient's ipg site was bruised, slightly swollen and she was experiencing pocket pain. The physician assessed the bruising was very minor. The patient underwent a pocket revision and was reportedly doing well following the procedure.